Event description:
Information received with return of the explanted device notes that the patient had twiddler's syndrome and the lead dislodged. The lead could not be repositioned, therefore it was replaced.